Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited far r waves oversensing resulting in false mode switch episode. Programming change was suggested; no changes or intervention were reported. There were no patient consequences.